Manufacturer narrative:
Additional information was received after the initial report was submitted. The additional information has been provided with this report.

Event description:
It was reported via phone call that the insulin pump started alarming button error about a month ago. In addition, the customer stated when they try to suspend the device does not suspend.

Manufacturer narrative:
The pump was received with button error alarms and had unresponsive esc and act buttons due to moisture damage on the keypad traces. Unable to perform the operating currents, self test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery or displacement tests due to the unresponsive button. The pump had minor scratches on the lcd window, a cracked lcd window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error. The patient's blood glucose at the time of incident was 42 mg/dl, which she treated with juice and snacks. Troubleshooting was initiated for the button error alarm. The customer did not recall any significant events leading to the button error issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.